Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 145 mg/dl at the time of the call. The customer's mother stated that the insulin pump was okay. The time of the hospitalization was 9pm and the date of the hospitalization was (B)(6) 2016. The insulin pump will not be returned for analysis.